Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the rear te pads of the lifevest equipment. Patient described the area as inflamed, puffy, red discolored, about 3-3.5 inches but skin is still intact .there was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the lifevest. Follow up indicated that the skin irritation improved.